Event description:
It was reported that a smiths medical pump displayed a "no disposable pump won't run" alarm. Pump settings: res vol 81.2 ml; rate 1.2 ml/hr; given 33.8 ml. Unknown if air in line. Patient not affected